Event description:
It was reported that the surgeon was using the fenestrated bipolar forceps instrument to hold tissue during a da vinci hysterectomy procedure. The instrument was replaced with a backup instrument. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No other details were provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. Failure analysis also observed the distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage found.